Event description:
It was reported that the user sought a pump replacement due to recurrent low glucose and had previously discussed replacement with another representative, but there was no indication that the pump required replacement. Symptoms included hypoglycemia and feeling depressed. Outcomes included self-treatment of low glucose with oral carbohydrate. Investigation included complaint handling with troubleshooting and user education, and the case was assigned for additional training. Investigation of this case revealed no device malfunction documented; review of available reports suggested inconsistent or late meal announcements, including announcing when glucose was already low, which likely contributed to hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.